Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, that the patient had a patulous cervix. Two tennacula were used to tighten it. One tennaculum came loose and fluid entered the vagina causing, what the physician categorized, as primarily a 1st degree and small portion had 2nd degree burns to vagina. The physician used silvadene cream to treat patient. The burn was described as the size of a quarter that was thought to be second degree.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.